Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer experienced an elevated blood glucose (bg) displayed as "high" and moderate ketones. Specific value was not provided. Customer administered a manual injection to address the elevated bg. Customer reverted to manual injections for insulin therapy.